Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A f/u report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a spinal procedure, a bur broke while in use with the drill attachment. A bur fragment fell into the surgical site, but was immediately retrieved by the surgical team. No additional medical treatment was required for the pt, as a result of this incident. Backup equipment was used to complete the procedure, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.